Event description:
It was reported that the programmer had a touch panel malfunction. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 2067, radio frequency programmer head. (B)(4).